Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed and attributed to an incorrect smart pneumatic module (spm) tubing assembly. The spm tubing was reassembled to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.